Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted that the cannula, circular seal, envelope seal and obturator were intact. Pmv performed functional testing; the devices passed an air leak test. The obturator was inserted into both devices and was engaged and removed cleanly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the surgeon had difficulty inserting the device through the trocar cannula. The surgeon continued to work with the device to complete the case. There was no injury caused to the patient and no medical intervention was required.